Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a broviac line "blocked" after 24 hours of use. The doctor verbally stated that before procedure, he felt resistance when flushing the line just prior to insertion but the line was patent. They stated it was not normal with resistance of flow before placing catheter. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obstructed broviac catheter is confirmed, but the cause is unknown. The device returned was found in preliminary evaluation to be one 2.7 fr broviac catheter. Visual observation found the catheter to have been trimmed, and the distal end to terminate at a shallow angle. The cuff manifested residue, indicating use. Microscopic evaluation found the distal end of the catheter to be striated and smooth, indicating a sharp instrument cut, apparently intentional for trimming purposes. Functional testing found the device to be partially occluded; only a very small amount of water could be pushed to the tip of the catheter, even with a large amount of force. The catheter was progressively cut towards the proximal end and flushing attempted up until directly adjacent the transition from 2.7 fr tubing to 6.6 fr tubing, at which point the catheter was still not patent, but the obstruction was overcome and the catheter then flushed freely. No evidence of the obstruction could be isolated after flushing. Likewise, the segment of 2.7 fr catheter tubing directly distal to the 2.7 fr - 6.6 fr junction was flushed from the distal end using a flushing connector. Resistance was initially encountered, but was then overcome and the segment could be flushed. No evidence of the obstruction was isolated. Measuring after attempted infusion found the device to measure a total of about 28.9 cm in length, although it should be noted that there was some bending in the device and it had to be attempted to straighten the device for measuring. This measurement was within the specification of 27.9 cm ¿ 29.7 cm, but it was clear that it was trimmed, due to the acute angle found at the distal tip. The ID of the 2.7 fr tubing on each side of the cut made adjacent to the 2.7 fr ¿ 6.6 fr tubing junction. The distal ID was measured twice, in two axes at right angles, as was the proximal ID. The averages of each set of measurements were within the ID specification for the 2.7 fr tubing minimum and within the inspection limits for that dimension. Because the type of obstruction cannot be determined, the cause is unknown. However, possible contributing factors of this event include insufficient catheter maintenance causing obstruction consisting of either infusate or blood, and kinking.